Event description:
It was reported that during a routine device upgrade insulation damage was noted on the ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Conocmitant: 5568-53 lead. (B)(4).